Manufacturer narrative:
He device was used during treatment and was not returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications at the date when it was released to the distribution. A complaint history review found similar complaints of the reported issue. The surgical technique guide released at the time of the complaint indicates in administrative and preoperative procedures section to "do not overtighten the thumbscrews. This can damage the handpiece.". Therefore, the customer likely did not follow instructions for use. The relationship of the device and the reported event has not been established. A factor that could have contributed to the broken set screws in the handpiece was the thumbscrews were overtightened. However, without the actual device or components for evaluation, this is unable to be confirmed. Therefore, the root cause of the reported event could not be determined.

Event description:
It was reported that the set screws in the handpieces had broken. There are 6 screws that are needed. No surgery involved.